Event description:
The homecare provider reported the following: a pt using a h-300 portable liquid oxygen system was involved in a motor vehicle accident. The pt claims that her oxygen unit failed to perform, which caused her to black-out and lose control of the vehicle. The pt sustained injuries requiring hospitalization.